Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. Due to this issue, customer was unable to obtain readings and became hypoglycemic with symptoms of "tongue bitter" and loss of consciousness. Paramedics were called and upon arrival, treated the customer with g30 and g10 glucose injections. The customer was taken to the hospital, however, no further details were provided. There was no report of death or permanent injury associated with this event.